Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the garment described as raw skin. The patient consulted his physician who recommended using a cream and powder. Follow-up indicated that the rash was clearing up significantly after following the physician's recommendation.